Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2020 due to gradual low voltage impedance increase. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited out of range, high pacing impedance. There were no other electrical anomalies. The right ventricular pacing impedance has been steadily increasing over the last year. Also, there was no evidence of lead damage and the right ventricular lead was still functioning normally. Possible programming changes and monitoring were discussed. No interventions were reported. There were no consequences to the patient.